Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. A 1.1 joule shock was delivered which returned a measurement of 83 ohms. Shortly after shock delivery, the shock impedance measurement had increased to 108 ohms. At this time, the system will continue to be monitored. No additional adverse patient effects were reported.